Manufacturer narrative:
The correct information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose at the time of incident was 400 mg/dl, today blood glucose was 500 mg/dl and at the time of incident blood glucose was 348 mg/dl and current blood glucose is 531 mg/dl. It also stated that drive support cap was normal. The customer reported that the insulin was exited at qr and small air bubbles were present in the tubing. The customer was neither hospitalized nor admitted for high blood glucose. Based on the customer's report customer alleged insulin pump was under delivering. The insulin pump will not be returned for analysis.